Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation is required at this time.

Event description:
Product issue - 01 ea torn & 07 ea good. 02 ea torn & 01 ea over print lot &07 ea good. Product quantity - 1 and 1. Tmaik 07april2025. As per attached information: 324903, syrin 1ml 31ga 6mm 10bag 500 ap syringe, 01 ea torn & 07 ea good 1, 01 ea torn & 07 ea good, 4177043, 324903, syrin 1ml 31ga 6mm 10bag 500 ap syringe, 02 ea torn & 01ea over print lot &07 ea good, 1 02 ea torn & 01ea over print lot &07 ea good, 4177043.